Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had a cgm accuracy issue the day after the sensor was put into the arm. On (B)(6) 2024, the patient began feeling dizzy, hot, and confused. The patient's cgm was reading 221 mg/dl, and the bg meter was reading 39 mg/dl. The patient eventually lost consciousness. It was reported that the patient regained consciousness on his own with any intervention. When the patient woke up, he self-treated with orange juice. The patient did not seek any assistance from a higher level of care. At the time of the report, the patient recovered and felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.